Event description:
The evis exera iii video system center was returned as part of the asset return process. There was no patient involvement. During device evaluation at olympus, it was found that the digital visual interface (dvi) signal was missing. The report is being submitted due to missing signal found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the chassis feet needed to be replaced due to normal wear and tear, the video socket connector had a defective locker that did not secure the video cable due to wear, and one pin in the connector did not make a good connection since it was deeper than the other pins. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the error code was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.